Manufacturer narrative:
Device received with critical pump error and pump error due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had circuit failure. The customer¿s blood glucose level was 12.8 mmol/l at the time of the incident. They tried new battery and the critical error message came on. The insulin pump will not be returned for analysis.